Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 for a routine generator change procedure. During the procedure, it was noted that the patient's atrial lead pacing impedance was low, and that the lead itself was not functioning at all. The lead was capped and replaced during the same procedure. The patient was stable throughout.

Manufacturer narrative:
Correction - h6 - medical device problem code of "1291 - high impedance" should have been "2285 - low impedance" the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the atrial lead was in fact functioning, but that noise was also present that led to oversensing.